Event description:
It was reported that a vns pt started to have problems with her sleep apnea after an increase in device parameters. The pt has a medical history of sleep apnea pre-vns implant and during a sleep study performed on the pt; it was found that the pt would wake up during stimulation. In addition, the psychiatrist decreased the pt's parameters and at the moment, it is unk if the sleep apnea prevailed as good faith attempts to obtain addition info have been unsuccessful to date.

Event description:
It was reported that the patient had her vns system programmed off in (B)(6) 2011 in relation to the sleep apnea she experienced. This device disablement was not previously reported. It was expressed that the patient will have her device turned back on as it was seen as a benefit. In order to avoid complications with her sleep apnea, the physician plans on having the patient tape her magnet over the generator at night when she is sleeping. No additional relevant information has been received to date.

Event description:
The patient's doctor reported that the vns was turned off for a few years due to secondary aggravation of sleep apnea, stating that it was disabled on (B)(6) 2011. The device has been turned on and back off several times since the disablement, unrelated to the patient's sleep apnea. No other relevant information has been received to date.